Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that after the first firing of the tlc55 instrument, a second cartridge was put in and the device would not fire. Another instrument was used to complete the case. There was no consequence to the pt.